Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the lead. The patient was brought back in for dfts. The dfts were successful and sensing was normal. The patient will be monitored for now.